Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that thirteen (13) years, one (1) month post-implantation of this 31mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. The transcatheter valve was implanted with good results and the patient was listed as stable, post-operatively.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received from hcp indicating this 31mm mitral valve was failing due to severe regurgitation and stenosis, required transcatheter valve-in-valve intervention after an implant duration of 13 years, one (1) month. Patient was admitted to the hospital for hemoptysis. A 29mm transcatheter valve was successfully implanted inside the failing 31mm mitral valve. Both devices remain implanted. The patient was reported to be stable at the end of the procedure. The patient was reported as stable.